Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse and cystorectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, bos and a/p vaginal repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided.